Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with tumescent infiltration pump. The customer states there appears that there is a plastic piece not working in conjunction with the motor. No medical intervention or patient involvement.